Manufacturer narrative:
The clinican confirmed that the procedure took place under general anesthesia on (B)(6) 2019. Abutment removed, no concerns and no additional medical intervention. This follow up report is submitted on july 09, 2019

Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the surgeon, the patient experienced a cellulitis infection with granulation tissue and subsequently underwent a chemical skin revision with silver nitrate and was administered oral antibiotics (date not reported). It was also reported that the abutment was removed (date not reported).